Event description:
During cannulation, the needle broke off inside the valve. As a result, the pt was sent to the ER where both devices were explanted. The MFR's customer service representative issued a return authorization number, and an explant kit was sent to the facility for return of the devices for analysis. No further details were provided at this time.